Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low p-waves and an increase in thresholds. An x-ray revealed that the lead had dislodged. The lead was repositioned successfully. The patient's condition was - good - before and after the event.